Event description:
Implant failed due to a failure to osseointegrate.

Event description:
Implant failed due to a failure to osseointegrate the initial report did not have the correct event description and type documented. The correct description, stuck components and event type, malfunction, is provided in this follow up report.

Manufacturer narrative:
The initial report did not have the correct event description and type documented. The correct description, stuck components and event type, malfunction, is provided in this follow up report.